Event description:
The customer reported via phone call that they had issues with insulin sporadically delivering. The customer stated insulin would not exit when it was programmed to be delivered. It was also found the customer did not hear any clicking noise, but numbers were scrolling on their insulin pump. Customer's blood glucose was 210 mg/dl. The customer stated there was absence of no delivery alarms. Customer was unable to complete troubleshooting because they did not have the tubing clamps present. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.